Event description:
Information received by medtronic indicated that the insulin pump received a keypad anomaly and the center button was unresponsive. Customers stated that numbers were not ramping on their own. The customer stated that the scroll bar was not moving with no input. It is unknown whether the customer was using the auto-mode feature. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.